Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date has been updated and provided with this report.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with normal operating currents. No failed battery test alarms occurred during test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not recognizing the reservoir because it keeps pushing insulin out of the reservoir when she was priming. Customer stated that she also got a compromised force sensor system alarm. Customer stated that she removed the battery and put it back in. Customer then got a failed battery test alarm. Customer tried with a new battery but she still had a compromised force sensor system alarm. Customer's blood glucose was 287 mg/dl. Customer has syringes and has already treated for her blood glucose. Customer stated that she needs to go to urgent care to get fast acting insulin. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.